Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving bupivacaine (150 mcg/ml at 33.13 mcg/day) and dilaudid (2.5 mg/ml at 0.5521 mg/day) on (B)(6) 2015 via an implantable pump. The indication for use was non-malignant pain/post lumbar laminectomy syndrome. On (B)(6) 2015 it was reported that the patient experienced numbness to the lumbar and buttock region along with cramping of the lower extremities. Examination on (B)(6) 2015 found exacerbation of pain in the last month after a fall. A CT scan without contrast was done on (B)(6) 2015 and found "t2 catheter granuloma". The action taken was "in-patient hospitalization; unscheduled clinic or office visit". The clinical diagnosis was exacerbation of lumbar pain. The device diagnosis was catheter occlusion. The catheter was explanted and replaced on (B)(6) 2015. The severity of the event was noted to be "moderate". The event outcome was reported as "resolved without sequelae" with a resolution date of (B)(6) 2015.